Manufacturer narrative:
X-rays showed that the vns was not in place.

Event description:
It was reported that both the neurosurgeon and neurologist spoke with the ER physician and informed him that the device position was normal and that it had not moved from it's original implant site. No known interventions occurred for the reported chest pain.

Event description:
Initially, it was reported that the patient was experiencing problems with incisions following vns implant. It was reported that the patient had been seen in the emergency room twice with chest pain. It was also reported that device migration was noted. Further follow-up with the physician identified that the patient was doing great and the incisions were healing. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient was seen on (B)(6) 2015 and the postoperative wounds appeared normal. The reason for the visit was noted to be chest pain with vns stimulation. X-rays showed that the vns was no in place and could be causing the chest pain. An exam by another physician identified that the surgical sites looked good and there was some excoriation of skin of the end of the left chest incision. The patient was seen by the neurologist who concluded the incisions were healing well. The patient had no longer experienced any chest pains. Device diagnostics were within normal limits.